Manufacturer narrative:
Citation: amat-santos, I md, phd et al. Prosthetic mitral surgical valve in transcatheter aortic valve replacement recipients. Jacc cardiovasc interv (2017) oct 9;10(19):1973-1981 doi 10.1016/j.jcin.2017.07.045. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of patients with prosthetic mitral valves undergoing transcatheter aortic valve replacement. All data were collected from multiple centers between 2008 and 2017. The study population included 2,414 patients, which were implanted with a core valve transcatheter bioprosthetic aortic valve (42%) or a non-medtronic transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 80.5 ± 7.7 years. Serial numbers were not provided. Among all patients adverse events included: electrocardiogram (ECG) changes treated with a permanent pacemaker implant, left bundle branch block (lbbb), cerebral vascular accident (cva)/transient ischemic attack (tia), blood loss, sepsis, moderate to severe aortic regurgitation, myocardial infarction (mi) and valve dislodgment, the implant of a second valve. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.